Manufacturer narrative:
The previously reported eval code-conclusion is no longer applicable to this event. The previously reported patient codes (B)(4) are no longer applicable to this event.

Event description:
Additional information received from the health care provider (hcp) reported that there was no issue with the patient's pump, and stated that the urinary retention and increased liver enzymes were not caused by the pump. The patient was told by his primary care physician (pcp) that his liver enzymes were elevated. The patient came into the office and requested that the pump be turned down and removed. The pump removal was denied by the patient's insurance because there was no evidence that the patient's pump was causing the elevated liver enzymes. The managing hcp does not believe at all that the device caused the elevated enzymes and had repeatedly requested the lab tests from the patient's pcp, but has yet to receive them. The patient's pump had been turned down by 50 % so far, and will be eventually filled with saline. No further information regarding the event was provided.

Event description:
Information was received from the (B)(6) year old male patient receiving intrathecal morphine via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient wanted to know what type of health care provider (hcp) he would see to electively get his pump removed. The patient's prior managing hcp does not accept his insurance, and he was paying for everything out of pocket. The patient felt like the pump was always making him sick, not really helping him with pain relief, and issues of trying to go the bathroom/problems urinating. It was reported that these symptoms started right after implant ((B)(6) 2015) and have not improved. Last weekend (approximately (B)(4) 2016) he had so much severe back pain he stayed in bed. The hcp wanted to increase the pump dose, but the patient declined because he was concerned with the symptoms and also issues with his liver. Additional information received from the patient reported that he was going to be having the pump removed because he believes the pump was causing him problems with his liver enzymes since (B)(6) 2016. The situation was being addressed by the hcp.

Event description:
Additional information received stated according to the patient, his healthcare professional (hcp) told him his liver levels were concerning according to lab work. Deemed unlikely related by hcp. Lab work was ordered by hcp and the results were unknown because patient never sent the report. The pump was removed by another hcp and the cause of the pump making the patient sick was unknown. It was stated the patient had not returned to hcp office since having the pump removed, so if the pump making the patient sick had resolved is unknown. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.